Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with an ecr60d cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device stapled but would not cut. Upon the first firing of the device on the gastric tissues, with a ecr60d reload, the staples were malformed and there was no cut. The malformed staples caused an injury of the serous tissues. There was no important bleeding. The surgeon removed the malformed staples and tried to fire the device with a new green reload (lot unknown), but the same issue occurred. After removing one more times the malformed staples, the surgeon used a new device with a new green reload successfully. The green reload won't be returned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. (B)(6).